Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing came apart close to the site connection while she was at church. The needle housing was damaged, and this issue occurred with at least four sets. The site location was at the right abdomen and the pump was in the right pocket. The infusion had been in use for three days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.